Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), blank display. The customer reported blood glucose value of 69 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-326a, mmt-397a, mmt-1780kpk. Troubleshooting was performed. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported a blank display. Customer reported that battery compartment and/or springs are damaged and/or corroded. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported low blood glucose . Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-326a. No product return is required for mmt-397a. The customer will discontinue the use of the pump. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unit received with damaged battery cap. Proceed it by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test and self-test. Unit was downloaded successfully using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. During download history review two batt out limit were recorded on (B)(6) 2024 at 09:49:30.000 and 09:49:41.000. Proceed it by cutting unit open and found moisture damage on the electronic assemblies, motor, and force sensor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: dried insulin - motor slide, corroded battery tube, battery cap contact missing, cracked keypad overlay, pillowing keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube) and label damage (stained). In conclusion, customer concern for cosmetic damage confirmed where cracked battery tube case and cracked battery tube threads were noted. Blank display not confirmed. Battery cap damage confirmed due to missing metal stake and missing contact dots. Exposed to moisture confirmed on electronic assemblies. Unable to confirm low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.